Manufacturer narrative:
Sterilization regular - infection not device related.

Event description:
After the implantation, the patient experienced a leucocytosis and an increase in the crp and pct blood values. The antibiotic therapy was prolonged for 5 days. The patient experienced bleeding after implant with hematoma formation. In addition, a decrease in hb was diagnosed. The wound was cooled and a compression bandage was applied.